Manufacturer narrative:
The device was received and evaluated. The device was returned not deployed. The downloaded data showed timeouts the entire run and no alarm was generated. First prime ran for 33 pulses with only one closed to open transition, which cause first prime to end prematurely. The device ran for 43 pulses which is not enough pulses to allow the device to deploy. The device was connected to a pdm and reran before any components were moved. It was observed that the ratchet gear did not move at all. Timeouts were duplicated from the initial run and occurred during the entire run. The sma wire was observed to be improperly installed. This caused a failure of the sma assembly to detent the ratchet gear. The sma wire resistance was measured to be within the specifications. The sma wire was manually manipulated to its intended location and reset to run with a pdm again. The ratchet gear moved as intended. The device was successfully able to deploy and deliver a 5.00 unit bolus without an alarm being generated and the timeouts were replicated again. The cause of the timeouts could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported the needle did not retract; indicating the needle mechanism did not function as intended. The pod was worn for less than an hour and no adverse patient impact was reported.